Event description:
It was reported the pt received a 23 mm sjm epic supra valve. Haemocultures were taken (date unknown) and the results were negative. Haemocultures were performed again in 2009 and the results were positive for ochrobactrum anthropi. Add'l info, including what type of intervention is being done, has been requested.